Event description:
Reporter noted glitter like dust with a new tip during phaco. Add'l info received noted small lake lodged in iris. No intervention; no damage to eye. Pt condition reported as stable.